Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) . It was reported that the patient felt uncomfortable after surgery; the battery implant site had become hot and swollen for about 10 days recently, but it was later reported that there was "no redness or swelling." It was recommended that the patient go back to the hospital for an examination and communicate with the doctor for follow-up treatment. The issue was not resolved. Additional information received. It was clarified that the patient did experience swelling at the ins site. It was unknown what actions were taken, or were planned, to resolve the issue, and it was unknown if the issue was resolved. It was unknown what the aforementioned surgery was for.

Manufacturer narrative:
G2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.